Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.1 inr , qc 3: 3.0 inr. The maximum difference between measurements was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 1:26 pm, the result from a laboratory using stago reagent was 2.8 inr. At 1:26 pm, the result from the meter using a venous puncture was 3.9 inr. At 1:31pm, the result from the meter using a fingerstick was 3.9 inr. The meter results were reported to the doctor but the warfarin dose was not adjusted. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer was not anemic, had no antiphospholipid antibodies, no heparin therapy, no direct thrombin inhibitors, no changes to coumadin dose, no new medications, and no symptoms of bleeding or bruising. The customer's diet was lacking due to being nervous for attending a summer camp. The customer had a migraine headache over the previous weekend, but did not seek medical treatment. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.